Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. It was noted during testing and quality control the nibp was found to be defective. When the measurement was selected it would inflate continuously without ever providing a reading or an inoperative alarm. The customer requested part ID for replacement and a material only work order was created by the rse in behalf of the customer. A new nibp pump assembly shipped to customer and they confirmed resolution. No further assistance was needed and the rse closed the case. Based on the information available in the case and provided by the remote service personnel, the cause of the reported problem was confirmed to be the nibp pump assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported found nbp pump assembly is bad, continuously producing pressure but not reading the beeping. The device was not in use on a patient at the time of event, there was no adverse event reported.